Manufacturer narrative:
Per tandem¿s pump user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had filled the cartridge/tubing with 45 units of insulin while inadvertently being connected to the infusion set tubing. Blood glucose (bg) dropped to 70 units within 20 minutes. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous glucose, food and juice. Low bg was resolved. Customer was discharged on (B)(6) 2018.